Event description:
A patient has been lifted with a floor lift when the clip from the sling broke. It broke when the patient was hanging 10 cm above the bed. No one was injured. MFR ref number 9681684-2013-00031.